Event description:
On (B)(6) 2012 began dialysis until the present (B)(6) 2013, (B)(6) 2012 - (B)(6) 2013. Blood pressure always below normal I assume my immediate complaint currently is with my dialysis in (B)(6). Tues (B)(6) 2013 couldn't but went to dialysis. Another disaster, anymore info please write. Do not call. Bad temper over hives.